Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2011. Legal counsel for patient reported patient underwent a left hip revision procedure on and unknown date, due to patient allegations of pain and personal injuries. There has been no reported revision procedure to patient's right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04106 / 04107).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: possible adverse effects include ¿intraoperative or postoperative bone fracture and/or postoperative pain¿ and ¿elevated metal ion levels have been reported.¿ this report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-04106 / -04107 and -04912 / -04913).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6), 2005 and a left total hip arthroplasty on (B)(6), 2011. Legal counsel for patient reported patient underwent a left hip revision procedure on an unknown date, due to patient allegations of pain and personal injuries. There has been no reported revision procedure to patient's right hip. Additional information received from patient's legal counsel reports additional patient allegations of discomfort and elevated metal ions in blood serum. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2005 and a left total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient underwent a left hip revision procedure on an unknown date, due to patient allegations of pain, discomfort and elevated metal ions in blood serum. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a left hip revision procedure was performed on (B)(6) 2012. Revision operative report noted that there was no bone ingrowth into the acetabular cup and that it was loose. The acetabular cup, modular head and taper insert were removed. An acetabular cup, polyethylene acetabular liner and modular head were implanted during the revision procedure.